Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The blades opened and closed properly. All additional inspections and tests were performed with no issues identified. The complaint was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Correction: g3 should be 03/25/2025 instead of 03/25/2024 as previously stated in MFR report number 2955842-2025-10096 - 01. Based on available information and device evaluation, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Correction: h8. Was updated to initial use of device. Correction to annex code(s): annex g has been updated to g04121.

Event description:
Refer to h11 for follow-up information.